Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 1113979, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient was having discomfort at the battery and midline incision sites due to infection. It was mentioned that the infection was not device related and nothing happened during the initial implant procedure that could be linked to infection. The patient was placed on antibiotics and underwent lead and ipg explant procedure.